Event description:
According to the information received, a 12mm amplatzer septal occluder (aso) and an 8f amplatzer torqvue delivery system (dtv45) was selected for closure of the ostium secundum atrial septal defect (asd). When the 12mm aso was deployed and retracted into the loader during prep, unusual resistance was encountered. However, the disc configuration when it was deployed was normal, so the aso was deployed. A moderate residual shunt was observed so the 12mm aso was retracted into the 8f dtv45 sheath. When the aso was pulled into the 8f dtv45 sheath, strong resistance was encountered. The 12mm aso was able to be retracted into the 8f sheath; however, sheath tip deformation was confirmed under fluroscopic guidance. The delivery system was upsized to a 9f dtv45. A 13mm aso was then deployed with the 9f dtv45. According to tee observation performed immediately after the deployment, a slight residual shunt was observed but it was considered acceptable. The patient's condition worsened within 1-2 hours postoperatively. A tte was performed and revealed the 13mm aso embolized into the left ventricle. The 13mm aso was surgically removed and the asd was closed with a patch. After the surgery, the patient was noted to be stable.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the patient's embolization remains unknown.